Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D11 - the harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have teflon pad damage on the clamp arm. Parts of the teflon pad were observed to be sticking outside of the clamp arm and no material appeared to be missing. The root cause of this failure is attributed to mishandling/misuse. An additional observation related to the customer reported complaint was a broken clamp arm. The inner tube slots where the clamp arm hinges was broken off, causing the arm to dislodge. The root cause of this failure is attributed to mishandling/misuse. The instrument was also found to have a blade broken at roughly 0.29¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Broken instrument blades was determined to be related to the reported event. The root cause of broken instrument blades is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
- The harmonic ace curved shears instrument insert involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for the harmonic ace instrument (pn# 480275-08 lot# m90190819-0169) associated with this event has been performed. Per logs, the single use instrument was last used on 27-june-2021 on system sk2052. A review of the site's complaint history does not reveal any additional complaints involving this product. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the harmonic ace instrument broke, and a fragment fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure with no reported injury. Unintended fragments falling inside the patient may require surgical intervention. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. In addition, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that when the harmonic ace instrument insert was opened, the "white inside was exceeding the edges." During a da vinci-assisted pancreaticoduodenectomy surgical procedure, the harmonic ace instrument reportedly broke, and a fragment fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.